Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and prolonged bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced anaemia ("anemic"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (a robotic-assisted total laparoscopic hysterectomy with cystoscopy with extraction essure device). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, nausea and vomiting had resolved and the vaginal haemorrhage, menorrhagia, anaemia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vomiting to be related to essure (ess205). The reporter commented: two metallic coils are present in bilateral uterine comu diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: +ve hiatal hernia,fattyumbilical ventral hernia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, cramping,nausea. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received. Events: abnormal bleeding (vaginal, menorrhagia), blood or heart disorder/condition type: anemic, oophorectomy (bilateral removal of ovaries), dysmenorrhea (cramping) were added. Lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and prolonged bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (a robotic-assisted total laparoscopic hysterectomy with cystoscopy with extraction essure device). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, back pain, nausea and vomiting had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, nausea, pelvic pain and vomiting to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.